Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no reported relevant discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised after the stryker constrained liner disassociated from a competitor's shell.